Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sensor box was returned for evaluation. An investigation of the machine files was not carried out. The problem can be understood from the available information, and the machine files do not contain any information about the cause of the problem. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. The sensor box was equipped with the cable d500-0187bb with gold contacts to the p102 connector of the digiflow mini board. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The returned sensor box was found to be containing the cable d500-0187bc. The cables and the filter were installed correctly, and the orientation of the connections conformed to specifications. The voltage supply of the digiflow mini module was within the necessary range. The sensor box functioned correctly during testing. However, the error can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). The console alarms were due to an interruption in communication between the flow sensor and the sensor box. This was most likely due to a fault in the power supply to a circuit board within the sensor box.

Event description:
It was reported that a novalung console displayed errors 206 and 208 during the priming for extracorporeal membrane oxygenation (ECMO) therapy. Flow measurement was not possible when this occurred. The alarms were confirmed to be related to the CAPA that was opened for flow measurement issues. No defects were noted with the console, the flow sensor, the sensor box, or any of the connected cables. To resolve the reported issue, a different kit and console had to be used. The reported alarms did not result in any delayed or missed treatments. The sensor box was reportedly being returned for evaluation. The serial number of the sensor box was (B)(6).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a novalung console displayed errors 206 and 208 during the priming for extracorporeal membrane oxygenation (ECMO) therapy. Flow measurement was not possible when this occurred. The alarms were confirmed to be related to the CAPA that was opened for flow measurement issues. No defects were noted with the console, the flow sensor, the sensor box, or any of the connected cables. To resolve the reported issue, a different kit and console had to be used. The reported alarms did not result in any delayed or missed treatments. The sensor box was reportedly being returned for evaluation. The serial number of the sensor box was (B)(6) .